Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a zero-p screw became displaced/migrated post-operatively. No additional information is available at this time. This report is for one (1) unknown zero-p screw. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
This report is for one (1) unknown zero-p screw. Device was implanted on an unknown date. It is unknown if the patient underwent a revision procedure to remove the displaced screw. Unknown, as the specific part and lot numbers for the complainant screw were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.